Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to explant and replace the ipg. Upon further investigation, it was reported the patient may have lost stimulation. The patient had several health issues contributing to his overall pain. Effective stimulation was restored following the procedure. There was no intervention performed on the leads.